Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging a meter memory issue with their onetouch ultrasmart meter ¿ there were results missing from the meter memory. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be reached to obtain additional information. The patient reported that the issue started on an unknown date ¿one morning in (B)(6)¿. The patient manages their diabetes by self-adjusting their insulin dosage ¿ it is not known if they base this on subject meter results, carbohydrate intake, or both. The patient denied making any changes to their diabetes management routine as a result of the alleged issue. ¿right after¿ the alleged issue began the patient stated that they experienced symptoms of ¿sweating and vomiting¿. The patient did not allege to have received any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product, but after walking the patient through resolving the issue, the problem remained unresolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on 2/23/2015 and evaluated by lifescan product analysis on 3/2/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.